Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary tract infections and stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced dyspareunia, urinary tract infections and stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, extrusion, urinary disturbances and bleeding. It was reported that patient underwent a sling revision on (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.